Manufacturer narrative:
The investigation determined that (B)(6) results were obtained from two samples from a single patient, using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. The assignable cause was found to be sample related. Non-specific antibody interference was detected in the affected samples. Based on historical quality control data, there was no indication that a vitros ahbs reagent issue contributed to the event. There is no evidence to suggest a vitros 3600 immunodiagnostic system malfunction.

Event description:
A customer obtained (B)(6) results from two samples from a single patient using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. The (B)(6) vitros ahbs results were (B)(6) when compared to a (B)(6) result using a non-ortho method and other (B)(6) marker testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) result was not reported from the laboratory. There was no allegation of patient harm as a result of the events. (B)(4).